Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported via a trial that while implanting a 3.0 x 18mm rx xience v stent in the 80% stenosed, distal lad lesion via direct stenting, the balloon ruptured at an unknown pressure. The stent was left in place and no dissection occurred. Additionally, it was reported that there was damage to the architectural integrity of the stent, but the flow was normal. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - factors that can contribute to balloon rupture include, but are not limited to: balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, tortuosity, or excessive applied pressure. The target lesion was described as 80% stenosed and not pre-dilated, which may have contributed to the balloon rupture and stent damage. The xience v IFU states: "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated".